Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 280 mg/dl while wearing the pod between 4 and 24 hours. The cannula had come loose (dislodged) from the infusion site of the abdomen. For treatment, attempted a bolus (approximately 3 units) through pod but got no changes, changed pod and drank water and her bg levels came back down.

Manufacturer narrative:
The received device had the cannula assembly not deployed. Initial observation of the device found the adhesive liner still attached to the adhesive pad and the needle cap still on. The download data showed that the device ran 0 pulses and the device was never filled. This indicates that the device was never used. Inspection of the device found no defects or deficiencies were found that would result in a failure of the device to deliver insulin.